Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es fridge had been completely powered off, and the door was jammed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station fridge had been completely powered off, and the door was jammed. The field service engineer (fse) had addressed a ghost failure on the remote manager. The fse remotely assisted the customer in creating a failure using the emergency override key, which allowed the remote manager to recover. The customer then cleared the failure and verified access to the remote manager. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es fridge had been completely powered off, and the door was jammed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.